Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to call back if the issue reappears. The customer understood these instructions and was able to continue using the pump.